Event description:
It was reported that the device exhibited error code (ec)44005. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: customer complaint of, ¿error code 44005¿ confirmed through visual inspection. Error code was found and cleared in mu mode. Normal boot is halted and alarms with error code 44005. Replaced pwa (printed wireless assembly) board. Upon further investigation, uso (upstream occlusion) seal has excessive adhesive over sensor circle. Replaced uso seal. Dso (downstream occlusion) seal is delaminated. Replaced dso seal. Performed dso/uso sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.